Manufacturer narrative:
Product analysis: the returned catheter did not pass continuity/resistance testing and displayed an alert indicating low impedance during functional testing. The returned closurefast catheter heating element was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closurefast catheter with an rfg generator to carry out a procedure on the great saphenous vein(gsv). It was reported that the IFU was followed during preparation, procedure and post procedure. The lumen was flushed prior to use and a guidewire was used for insertion. It was reported that the temperature reached a maximum of 10c. A new catheter was used with the same rfg generator to successfully complete the procedure. There was no patient injury reported.